Event description:
The device shows that the connection of external electrode failed during the treatment implementation test, and failed to pass the self inspection. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device also failed the self inspection. The device was not evaluated by philips and the reported problem was not confirmed by philips staff. The customer site repaired the equipment through another channel outside of philips service, and have reported the equipment is now functioning normally. We are unable to confirm allegation against the device because the customer repaired the equipment through another channel outside of philips service. The customer reports the equipment is now functioning normally. The investigation concludes that no further action is required at this time.